Event description:
The MFR received info alleging the ventilator's remote alarm connector was loose. There was not pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer complaint was confirmed; and a failure related to the sensor board was observed. The device's interface and sensor boards were replaced to address the issues.